Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this left ventricular (lv) lead was a case of an attempted implant due to lead body, terminal end and electrode end issues. Moreover, guidewire could not advance or remove wire from the lead. The lead was never in service. No adverse patient effects were reported.